Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04242 / 04243).

Event description:
Legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2000 and right total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, loss of mobility, metallosis, metal poisoning, and elevated metal ion levels. Legal counsel reported patient underwent right revision on (B)(6) 2013. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.